Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter reports that customer in on continuous glucose monitoring (cgm) and states customer is very unhappy with it. It was reported that customer's blood glucose dropped and sensor did not detect low, and when customer got up, she fell and broke her hips. Customer's daughter states there was also an hospitalization but customer was too emotional to talk about it. Customer's blood glucose was below 60 mg/dl or 70 mg/dl. Customer's daughter states that customer wants to return product as they are going with another company. Assistance was given. No further information provided.